Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Event description:
This is inquire from one surgeon regarding the influence of the MRI towards the valve and any prevention for the setting pressure of the valve to be changed by MRI application. It was reported that the product in question was implanted to a patient and the setting pressure could have been influenced by MRI. Doi and the setting pressure were unknown. Further information was not provided. No product would be returned for evaluation. Jjkk would like to ask for any data or materials that explains the influence of MRI to implanted chpv to be provided.